Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure; the 12 bladeless trocar was inserted into the patient. When the camera was inserted into the trocar, it was noticed a piece of the trocar broke off. The trocar and small piece that broke off in the fascia were removed. It unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.